Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer shut down the station, replaced the broken rails on the left side, removed the back panel of the station, cleared debris from near the drawer connections, and re-secured the connections. The drawer open and closes smoothly, and there was no error message on the screen. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had main drawer failure and unable to open. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access or issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.